Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm and motor position encoder error alarm. The customer was able to clear the alarm and rewind the insulin pump. The drive support cap appeared normal. The insulin pump was not exposed to high magnetic field. The insulin pump also received failed battery alarm. The insulin pump passed the displacement test and manual priming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/delivery and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify compromised forced sensor alarm in the alarm history due to history file overwritten. No failed battery test alarm noted.